Event description:
The complainant has reported that a patient (age and gender unknown) underwent a therapeutic procedure for banding of esophageal varices for treatment. The speedband superview super 7 multiple band ligator device did not deploy the third band. Therefore, another of the same device was utilized to successfully complete the procedure. The patient did not sustain any reported complications or ill effects as a result of the issue.

Manufacturer narrative:
This device has not been received by this manufacturer. An evaluation has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Should further details become available, a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures.